Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. Corrections included reprogramming additional telepack on a new frequency. Communication was reestablished.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.